Event description:
This report is the second report of two, involving two pts from the same facility. This report involves a im3st licox oxygen probe/cc1sb that was reading zero during pt use. The second pt had readings ranging from 23.8 to 54.7 from time of insertion (11pm on (B)(6)2012 through 4am on (B)(6) 2012). Readings remained at 0.0 until the unit was removed. No attempt was made to replace the licox in this pt; the brain temperature probe remained functional and an intraparenchymal camino catheter was also functional in this pt. The pt did not experience an injury due to this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.